Event description:
It was reported that when the implant at tooth site #20 was placed in the patient's mouth, the doctor was unable to remove the cover screw. The implant had to be removed. The procedure was completed with another implant. Symptoms as a result of the event: inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. D4: lot number unknown / not provided. Zimvie received the reported implant for evaluation. Visual evaluation / functional test was performed; implant shows slight damage from the removal process along with a stuck screw that cannot be disengaged. Malfunction. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the implant dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The implant has stuck cover screw that cannot be disengaged. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.